Manufacturer narrative:
H.6 investigation summary: material #: 369032. Lot/batch #: unknown. The ongoing investigation into customer closure separation (decapping) failures (project # bdvs-2023-06-19-191712) has made progress in the last few months. Based upon the a3 problem solving methods and kepner-tregoe tools for root cause analysis, two potential causes were identified, and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode closure separation.

Event description:
It was reported that during the decapping process with a bd vacutainer® cat (clot activator tube) plus blood collection tubes the cap is removed but the stopper remains in the tube. The following information was provided by the initial reporter: decapping is performed on abbott glp decapper module. Abbott has tried to fix the issue on their side by replacing parts but this issue was observed at several sites with different instruments, e.g. Synlab leverkusen and synlab munich. The problem is that for around every 50th tube the vacutainer cap will be liftet but the rubber insert remains in the tube. The abbott automation then tries to process the tube which leads to errors and significant downtime of the machine.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during the decapping process with a bd vacutainer® cat (clot activator tube) plus blood collection tubes the cap is removed but the stopper remains in the tube. The following information was provided by the initial reporter: decapping is perfomed on abbott glp decapper module. Abbott has tried to fix the issue on their side by replacing parts but this issue was observed at several sites with different instruments, e.g. Synlab leverkusen and synlab munich. The problem is that for around every 50th tube the vacutainer cap will be liftet but the rubber insert remains in the tube. The abbott automation then tries to process the tube which leads to errors and significant downtime of the machine.